Event description:
It was reported in a literature article that the patient experienced severe side effects. (Thakkar n, connelly nr, vieira p. Gastrointestinal symptoms secondary to implanted spinal cord stimulators. Anesth analg 2003; 97: 547-9. Doi: 10.1213/01.ane.0000068981.30265.82). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).